Event description:
The customer reported there was no image when the evis exera iii video system center was connected provation monitor. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In speaking with olympus technical assistance center (tac), the customer confirmed the image was displayed normally on an olympus monitor and the images were captured without any errors. Tac advised the customer to change the sdi cable going from the video system to the provation computer, but nothing changed. Since the cable was correct and the image was displayed on an olympus monitor, tac indicated the issue was due to the provation monitor. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
E2/e3: related information remains unknown. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.